Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's air in line sensor needs to be replaced. No patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test was performed, and a defective air detector sensor, a defective downstream occlusion (dso) sensor and a hole in the dso seal was found. The customer's problem was replicated. The air detector sensor and dso seal/sensor were replaced to fix the issue.